Event description:
It was reported that the atrial lead exhibited an insulation anomaly and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal insulations were crushed/broken and the proximal coil was fractured at 28.8 cm from the connector pin. The damage resulted from clavicular crush. The insulation was abraded from 18.0 cm to 18.1 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of constant friction with another implantable device.